Event description:
Two femoral guides floated.

Manufacturer narrative:
Method: segmentation review, planning review, jig design review. Results: segmentation review - performed specifications using current work instructions. Planning review - performed to specifications using current work instructions. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - substantial disease in the trochlear groove. Groove loosely segmented as a result.